Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same incident as 3010536692-2015-01834.

Event description:
Allegedly, patient was revised due to pain and mom complications.